Manufacturer narrative:
(B)(4). Pump and catheter have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pump and catheter became dislodged several times; it was believed to be technique related. There were no problems when the system was attached. The pt was seeing a new surgeon, so a new system was implanted on (B)(6) 2011. It was also noted that the scar was still red and tender, so also as a precaution, the entire system was replaced due to possible infection. The pt recovered without sequela. The device system was used to deliver lioresal.